Event description:
It was reported that there was an issue with pl574t-challenger ti-p sm-ligat.clips 12 cartr. According to the complaint description, it was reported that the end of the cartridge is damaged and difficult to fix when mounted. The part where the cartridge is inserted into the device is so small and transparent that it breaks easily. There was no described patient harm. Additional information was not provided nor available / was not available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4). Associated medwatch-reports 9610612-2021-00703 ((B)(4) pl574t).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the failure description, we suspect a usage related error during montage of the cartridge. Most probably the latch of the cartridge was damaged unboxing due to overload. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.